Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during drain four of five. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual found that could have caused or contributed to the reported event. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr advised the hp to restart therapy with new supplies or complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.